Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. Patient reported loss of therapy after a series of falls and imaging confirmed the implanted leads had migrated away from the target areas. Surgical revision was performed on (B)(6) 2023 to reposition and re-anchor the existing leads. During the procedure, the implantable pulse generator (ipg) was damaged and thus a new ipg was placed.

Manufacturer narrative:
There are no indications of system or component failure or malfunction. It is suspected that the migration of the implanted components is directly related to the reports of multiple patient falls, however migration is also a known inherent risk of implantable neuromodulation systems.